Manufacturer narrative:
There is no reasonable evidence to suggest that the baylis medical devices caused or contributed to the reported incident. However, as baylis medical devices were reported to be among the devices used in the procedure, baylis medical has decided to submit this report.

Event description:
A case of pericardial effusion requiring intervention was reported during a mitral valve procedure where the baylis vesacross steerable sheath (vst) and versacross rf wire (vxw) were used for initial transseptal puncture. Due to challenging patient anatomy and low-quality imaging, the physician experienced difficulty visualizing the versacross devices in right atrium. After manipulating the vxw multiple times, the versacross devices were visualized on transesophageal echocardiography (tee). The versacross devices were positioned on the septum and transseptal puncture was successfully completed with the vxw. A pericardial effusion sweep with tee was initiated and a pericardial effusion was noted with the patient remaining in stable condition. Pericardiocentesis was performed. The effusion continued to accumulate, and the patient was transferred to the operating room and sternotomy was completed to locate the source of the effusion. Following the procedure, the physician indicated that the source could not be identified. There is no reasonable evidence to suggest that the baylis medical devices caused or contributed to the reported incident. However, as baylis medical devices were reported to be among the devices used in the procedure, baylis medical has decided to submit this report. A separate problem report has been submitted for the versacross steerable sheath with the report number 3019751610-2022-00044.